Event description:
A healthcare facility in (B)(6) reported via a distributor, that an rt235 infant breathing circuit was leaking around the swivel y-piece port, causing self cycling of the ventilator. This occurred during pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is not available for investigation. We are currently seeking more info regarding this complaint. We will provide a follow up report with the results of our eval.